Event description:
Boston scientific received info the pt was reported as being in the ICU and intubated three days following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure. The pt's status was unresponsive. There were two episodes recorded at 1:30 am. Both events had shocks delivered. It appears the pt was in asystole, as reported by the emergency medical personnel. The two episodes were reviewed by boston scientific technical services (ts). The rhythm was 120-130 bpm with small amplitude (0.6 mv) and became much smaller and at that point, the device started to double count and a shock was delivered with a few beats of post-shock pacing before sensing of similar very low amplitude signal that resumed. The second episodes started with morphology and rates similar to the end of the first episode. Later that day, s-ecgs taken showed appeared normal. The morphology from the time of the episode was completely different from the same vector when the s-ECG was taken (in alternate). Ts discussed pt considerations. That was not dialysis, but is diabetic. It was suspected that the pt may have overdosed on her medications and led to the rhythms observed. Ts did not find any evidence of undersensing and morphology could have been due to an agonal rhythm. The field representative reported that the pt's s-ICD screening was perfect and that the pt was not indicated for a pacemaker.

Manufacturer narrative:
Additional info was received that the pt passed away on (B)(6) 2014. The field representative was contacted for additional info. The field representative confirmed the pt was discharged following the successful s-ICD implant procedure and presented back to the hospital 3 days later unresponsive with an asystolic rhythm. The cause of the adverse event and subsequent death was suspected respiratory arrest and not device related. The field representative confirmed there were no allegations that the product or procedure caused or contributed to the pt's death and confirmed that no autopsy was performed. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.